Manufacturer narrative:
Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported the patient was only getting stimulation when sitting up straight or lying down. It was noted that this was a sudden change in the symptoms. This event happened several months ago. If additional information is received, a follow-up report will be sent.